Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure that stent embolization occurred. The physician attempted to place a 2.50x24mm taxus express2 stent in a moderately tortuous, moderately calcified right coronary artery (rca). The physician was unable to deliver the stent to the lesion and pulled back the stent. The stent came off either in the guide or on the back table and was retrieved by the physician. There were no pt complications reported.